Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open pgnd, +5v, drvn -gnd wires in the trunk cable. The root cause for the open wire could not be positively identified. There were no adverse events associated with the damaged belt.